Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2022-11987, 2017865-2022-11988. It was reported that the patient presented with discharge and infection prior to device pocket revision. The physician explanted the system ¿ pacemaker, right ventricular lead and atrial lead. The patient was in stable condition.